Event description:
On (B)(6) 2009, the pt reported that her infusion sites fall off of her body from 5 minutes after insertion to 1-1.5 days after use. The issue began with her last 2 boxes of infusion sets. She stated that the adhesive of the infusion site that fell off 5 minutes after insertion did not seem as sticky as usual. She stated that she is sensitive to adhesives and her skin normally breaks out, but breakouts have not been as bad with the last 2 boxes of infusion sets. She stated that she does not like the outdoors and has not had exposure to heat or sweat. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.